Event description:
It was reported that during a directional coronary athererctomy (dca) / ptca treatment procedure, the adante 20/3.0 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The adante balloon was being used to post-dilate the lesion after dca therapy. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.